Event description:
Initial information was received on (B)(6) 2015, from a consumer's father. This (B)(6) female consumer with a history of down's syndrome, used colgate 360 toothbrush and choked. She used the toothbrush once for the first time on (B)(6) 2015. Subsequently, while the reporter was brushing his daughter's teeth, the consumer "looked as if she were choking". The reporter performed the heimlich maneuver on his daughter and out came the glued plastic with the bristles attached. A healthcare professional was not consulted and no medical treatment was required. Use of the toothbrush was discontinued after the initial use on (B)(6) 2015. At the time of this report, the consumer had recovered. This case is references as (B)(4).